Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the blue reload involved with the event but did receive the sureform 60 stapler instrument to perform failure analysis. The stapler instrument was found to have a firing failure based on log review. Additionally, the instrument was found to have a lodged staple in the I-beam assembly. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. There was no visible damage to the stapler instrument. The I-beam assembly was extended, and a staple was found to be lodged inside. The staple was removed, and the stapler instrument was reinstalled on the in-house system. It passed the initialization, recognition and engagement tests on 3 of 3 attempts. The stapler instrument was found to fail during initialization based on in-house testing and log review. The stapler instrument was found to have a high drivetrain friction initialization failure based on log review and during in-house testing, preventing the stapler from entering into following. A review of the stapler log shows that the sureform 60 stapler instrument, was installed on the system 11 times and fired 6 stapler reloads (3 black, 1 green, 1 blue, 1 green, in that order). On install 1, the first clamp was successful, but was followed by a firing failure. The user then initiated a force fire, which was completed successfully. On install 2, the first clamp was successful, but was followed by a firing failure. The user then initiated a force fire, which was completed successfully. On install 3, the first two clamps were successful, and the firing was completed with 1-2 pauses for compression. On install 4, the first two clamps were successful, and the firing was completed with 2-3 pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure. On install 6, the first clamp was successful, and the firing was completed with no pauses for compression. On the next 5 install attempts, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. After the 11th install attempt, the stapler was removed. There were no stapler related errors in the logs. Additional section a patient demographic information: body mass index (bmi) 33.45 kg/m2 with a height of 5¿8".

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument equipped with a blue sureform 60 reload, misfired and failed to fire, leading to bleeding while stapling the stomach tissue. It is unclear whether an error message was generated. Although the exact amount of unexpected bleeding was not specified, the bleeding was successfully controlled using a third-party clip applier instrument. The patient did not require a blood transfusion, nor was additional tissue removal necessary. A backup sureform 60 stapler instrument was utilized, and the procedure was successfully completed robotically.